Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-02246. It was reported that the patient¿s leads had migrated. The patient reported sustaining multiple falls. As result the patient may undergo surgical intervention on a later date.

Event description:
Additional information received indicates that the migration was confirmed via x-ray and high impedances were noted. As a result, the patient's leads were explanted and replaced. Effective therapy was established post-operative.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.